Manufacturer narrative:
The reference driveline infection diagnosed in 2015 was reported on medwatch MFR report # 2916596-2016-01268. Approximate age of device- 3 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was under the care of the intensive care unit (ICU) fighting a driveline infection that originated on (B)(6) 2015. The patient went into multiorgan failure due to worsening of the infection and subsequently expired on (B)(6) 2018.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. No device-related issues were discovered during the evaluation of the returned pump. Visual inspection of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the returned portion of the sealed outflow conduit revealed no evidence of depositions or thrombus formations. Upon disassembly of the returned pump, examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The percutaneous lead appeared overall unremarkable and electrical continuity testing of the lead did not reveal any wire discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. A specific cause for the reported infection, subsequent multiorgan failure, and patient outcome as well as a direct correlation with the evaluation findings of the returned device could not be conclusively determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a bacterial pump pocket infection identified in hospital on (B)(6) 2018 with positive blood cultures. The patient was in the intensive care unit (ICU). It was noted that the driveline infection they were fighting originated on (B)(6) 2015. They underwent surgery and drug therapy as way of treatment. This included an IV and debridement. The causes of infection were identified as patient condition, device, and complexities of medical management. The patient developed sepsis associated with aggravation of the pump pocket infection. It was noted that the adverse event was clearly associated with the device. The patient went into multiorgan failure due to worsening of the infection and sepsis and passed away on (B)(6) 2018. It was noted that the device was operating as expected at the time of death and would be returning.

Manufacturer narrative:
D1; brand name, corrected, d4: expiration date and primary UDI number, corrected, h4: device manufacture date, corrected. Manufacturer's investigation conclusion: no device-related issues were discovered during the evaluation of (B)(6). A specific cause for the reported infections, subsequent sepsis and multiorgan failure, and patient outcome, as well as a direct correlation with the evaluation findings of the returned device could not be conclusively determined through this evaluation. Visual inspection of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the returned portion of the sealed outflow conduit revealed no evidence of depositions or thrombus formations. Upon disassembly of (B)(6), examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The percutaneous lead appeared overall unremarkable and electrical continuity testing of the lead did not reveal any wire discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. The IFU lists infection (local, driveline, and pump pocket), sepsis, multiple types of organ failures and dysfunctions, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested response in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.